Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced low blood glucose. It was stated that her blood glucose level went from 270 to 135 mg/dl and then to 39 mg/dl and the paramedics had to be called while the customer was at a grocery store. Blood glucose at the time of the call was 201 mg/dl. The customer was treated at the store and not taken to the hospital. The customer came into the like for troubleshooting and stated she is on a medication that causes high blood glucose, she was treating with bolus and when the medicine wore off, her blood glucose level dropped. The drive support cap is normal. Last set change was on (B)(6) 2016 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was exposed to a magnetic field. Customer declined troubleshooting for high blood glucose. She was advised to call back if issue persists.